Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that customer is experiencing high blood glucose levels. Customer reported that the insulin pump did not alarm no delivery. Customer's blood glucose reading was 485 mg/dl. Nothing further reported.